Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels up to 550 (mg/dl). The customer believed the cause of the elevated bg level was due to illness however could not confirm. A bolus via the pump and a manual injection were used to address bg level. A pump system check was performed and no device issues were identified. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.